Event description:
Rv capture threshold today 4.25v2 1.5ms, clinician programmed device to 5v wondering if this is an appropriate safety margin. Discussed safety margins of 2x voltage and 3xpw. Current programming may not be an adequate safety margin, pacing 0.7% in the rv, recommend physician discussion to review safety margin. No patient complaints. Patient stated: "they have been watching this lead for a few years." "Noted sic on carelink transmissions see attached," recommend isometrics, testing for lead noise and inhibition. Bipolar impedance 247ohms, unipolar 266ohms. Discussed why capture management is not running , pulse width programmed to 1.5ms. Possible lead revision at next change out. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).